Event description:
Additional information received as patient reported multiple uti's dates since implantation. Patient reported that fecal incontinence/encopresis, chronic cystitis and overactive bladder caused the uti. Patient mentioned that uti was related to urinary dysfunction. Patient reported that uti possibly related to device or therapy as it was possibly due to fecal incontinence due to implant malfunction. Patient was given antibiotics for utis with muscarinic antagonist (sanctura).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device was doing wonderful for her fecal symptoms and was working. It was noted that about a month ago patient stated she had urinary tract infection (uti)'s. The patient's indicators were for fecal incontinence/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.